Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to loss of capture and dislodgement. The lead could not be repositioned due to an obstructed venous access. An epicardial lead implant will be considered. No additional adverse patient effects were reported.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no anomalies. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet could not be advanced through this open lumen lead due to dried body fluid within the lumen. The clinical observations of loss of capture and dislodgement could not be confirmed during analysis.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.